Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was recently implanted. At the patient's follow up, intermittent loss of capture was noted for this lead. The physician diagnosed exit block. The next week, this rv lead was repositioned and the issue resolved. No other issues were seen. No adverse patient effects were reported.